Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain that was implanted on (B)(6) 2016. A clinical diagnosis of unsatisfactory stimulation was reported. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016 (the day of implant). On (B)(6) 2016, the patient complained of unsatisfactory stimulation that did not cover the painful areas. On (B)(6) 2016, it was reported that the stimulation was hurting more than it was helping. The entire system was reprogrammed on (B)(6) 2016 and the therapy was later suspended on (B)(6) 2016. On (B)(6) 2016, the patient complained of the stimulation not helping. Reprogramming was attempted with no success. The event (that was not related to the implant procedure but related to the device or therapy, specifically programming) was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the patient stated at their appointment on (B)(6) 2017 that they had used the spinal cord stimulation (scs) a few times but had to turn it up really high, then the pain would calm down short term only. The therapy was resumed on (B)(6) 2017. The etiology was not due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was unresolved with no further action planned. No further complications were reported/anticipated.